Event description:
It was reported that the tip of the device split. An angiojet solent proxi catheter was selected for a thrombectomy procedure. However, it was noted that the tip of the catheter ended up splitting before it was used in the patient. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the tip of the device split. An angiojet solent proxi catheter was selected for a thrombectomy procedure. However, it was noted that the tip of the catheter ended up splitting before it was used in the patient. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the distal tip of the catheter was fractured.